Event description:
The laser fiber broke off into the patient's kidney when they tried removing the fiber from the scope. Customer did not return the damaged fiber for investigation. Customer returned all 8 unopened fibers for credit, but these fibers were not involved in the event.

Manufacturer narrative:
The fiber was broke by the user when the scope was in use. Removal of the fiber from the scope while in the patient or while the scope is in the bent position is not recommended since the fiber can break. This is instructed by acmi when training users. The fibers are delicate (silica glass cores) and cannot be removed from the scope while in use. This event can be attributed to "user handling" and "use" of the fiber.